Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient.

Event description:
Information was received from a patient and from a friend/family member of a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and multiple back operations. For the last couple of months, in 2017, sometimes the programmer won¿t increase the stimulation and sometimes the programmer shows a doctor face with the ¿call doctor¿ message. The patient reported that on (B)(6) 2017 they were feeling stimulation in their right leg but not their left leg. At the time of the report it was confirmed that the ins was on and the patient was able to increase stimulation. It was also noted that the patient had pain in their left leg. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
It was previously reported in manufacturer report number (B)(4) that in 2007 the patient was programmed around contact 2 because it was out. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The patient wasn't able to increase the stimulation at all on (B)(6)2017. Reprogramming was performed on the lead for the right leg and the patient was happy with that coverage. It was reported that the system was replaced on (B)(6)2017. The patient had bilateral leg pain, all the way down to the feet and the right side was worse than the left. The new lead and battery were replaced. The impedances were within normal limits. The patient got stimulation coverage in both legs and feet with more stimulation on the right side using group a. In regards to contact 2 being out, the patient wasn't feeling stimulation. The cause of contact two being out was unknown. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0406220v, implanted: (B)(6) 2004, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. The event is now reportable for serious injury.

Event description:
Additional information was received from a representative (rep) and a consumer regarding a patient. They reiterated that the patient observed a ¿call your dr¿ screen on the patient programmer, but they did not recall the code. The patient tried to increase the left stimulation but felt nothing. The caller stated that the patient had been feeling more twitchy in the left leg. The patient kept the stimulation between 1-2 volts on the right side. The caller ran impedances at 0.7 and contacts 0, 1, 2, 3, and 4 were all greater than 10k. The caller suspected that contact 4 was out. It was reviewed that it could not be determined where the issue was as there were many options due to the multiple connections. The caller stated that they could not reprogram the left because all the contacts were out on that side. No further complications were reported. It was reported that the patient was going to get the leads replaced in june and they would also be replacing the stimulator. The caller stated they were replacing the leads because the whole left side was not working. They stated that they found out the issue was the leads at the patient¿s doctor¿s appointment. No further complications were reported. Additional information was received from a consumer regarding the patient. The patient reported that a representative (rep) tried to activate the leads but was unsuccessful. It was determined that the cause of the issue were bad leads on the left side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the physician had decided to replace the entire system, there was a frayed lead wire. A new system was implanted and it was unknown if the devices were going to be retu rned. No further complications were reported/anticipated.